Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant it was difficult to retract the cup and it was difficult to place the leadless implantable pulse generator (ipg). The placement was attempted twice , it was noted that the cup could only be pulled by half of the micra device and when attempted to deploy it all, the resistance was strong, so it could not be deployed very easily. The leadless ipg was successfully place and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 21-october-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: a partial delivery system returned and analyzed. There was an issue with the handle of the delivery system. There was a mechanical problem with the spring of the delivery system handle. There was an issue with the deployment button on the delivery system. There was a visual observation with the delivery system. Contrast was observed on the outer shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The deployment button was in the deployed position on the delivery system handle upon receipt. The deployment button was stiff and hard to slide while exercising the deployment button. There was contrast found inside of the delivery system handle and on the stability member and outer shaft. There was contrast on the deployment button, deployment button hub, and on the deployment button spring. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [-delsys] (serial: (B)(6)). D9: yes, return date: 11-nov-2024 h3: yes dev rtn to MFR? Yes eval summ attached? Yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that when the delivery system was operated and the deployment button used to place the micra, they could only pull the micra cup up to about half of the micra main unit, and was unable to fully deploy the micra main unit.